Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks in different episodes due to sense b noise, low amplitude and oversensing. Another untreated episode was also observed. A follow up for the patient, x-rays and fluoroscopy imaging were performed. It is suspected that the system was implanted in a higher position. It was decided to reprogram the system into the secondary vector. Additionally, a patient data (pd) error was detected which showed an increase in battery longevity. The message was cleared and it is expected to the longevity to be adjusted after this. This system remains ins service. No further adverse patient effects were reported. Additional information was received detailing that the patient received two additional shocks while doing exercises. In this case it was observed that while doing exercise an elevated sinus heart rhythm appears, the amplitude decreases and leading to t-wave oversensing. This confirmed that reprogramming of the device was no longer a feasible option. A system replacement was scheduled. At this time, this system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks in different episodes due to sense b noise, low amplitude and oversensing. Another untreated episode was also observed. A follow up for the patient, x-rays and fluoroscopy imaging were performed. It is suspected that the system was implanted in a higher position. It was decided to reprogram the system into the secondary vector. Additionally, a patient data (pd) error was detected which showed an increase in battery longevity. The message was cleared and it is expected to the longevity to be adjusted after this. This system remains ins service. No further adverse patient effects were reported. Additional information was received detailing that the patient received two additional shocks while doing exercises. In this case it was observed that while doing exercise an elevated sinus heart rhythm appears, the amplitude decreases and leading to t-wave oversensing. This confirmed that reprogramming of the device was no longer a feasible option. A system replacement was scheduled. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. Additionally, it was mentioned that the patient had experienced pain and discomfort. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h6: impact codes.